Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that during a t1-t8 fusion, there was an inaccuracy. The frame was clamped onto t9 and the first spine was acquired. The surgeon placed screws at the top of the construct. A screw went through the canal. The surgeon felt that he was accurate when placing the screws. They respun and repositioned screws and were accurate. The manufacturer representative (rep) and surgeon agreed that there was segmental motion between vertebrae. This caused a 10-15 minute delay, and no impact on patient outcome.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: 1.3.2. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 - review of the software logs did not provide the root cause of the reported behavior. Archives consist of 5 o-arm exams. Based on the information provided, the site was using off-label instruments, which is not recommended. As per the information provided, the surgeon and rep both agree that it was caused by the segmental motion of the spine. Hence, this issue is related to the movement of anatomy with respect to the frame and does not appear to be software-related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that there was no fault found. The system passed testing. Codes b01, c19, and d14 are applicable to this analysis. D9: logs and archives were received but analysis has not been completed yet. Codes b21, c21, and d16 are applicable. B5 additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that the site was using knock off products in the medtronic tracking system. Specifically drivers and taps. The second spin resolved the inaccuracy and the surgeon and rep both agree that it was caused by segmental motion of the spine.